Event description:
It was reported that during the surgical procedure the wrist of the is2000 endowrist prograsp instrument separated from the shaft and broke inside of the patient. All broken pieces were retrieved and discarded. The planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument proximal clevis was broken at the main tube interface and that a piece of the proximal clevis was missing. Engineering evaluation determined that the failure mode experienced by the customer was a result of damage to the proximal clevis. As indicated in the complaints notes, all broken pieces were successfully retrieved.